Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulation (ins). It was reported that the patient was experiencing shocks when going through a shop security system. The patient reports that the sns gives her a strong shock when going through shop security alarms, and asked whether this indicates more of a risk for having the MRI if these shocks indicate it isn't working correctly. Apart from the problems at these alarms, the device is functioning well. At the last programming appointment, she reported these shocks when going through security alarms, an impedance check showed the sns was within limits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.